Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the patient that a few weeks ago they had been struck by a falling tree limb in the area of where the device was located. Due to the out-of-range impedance measurements the right ventricular (rv) lead was reprogrammed. Then later the rv lead was capped and replaced as the patient is pacemaker dependent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went to the emergency room due to hearing an alert. It was found that a rv tip-to-coil impedance warning had triggered for the right ventricular (rv) lead due to low pacing impedance and that there was also a dip in pacing impedance for tip-to-ring. It was noted that it was observed that there were high rate non-sustained episodes/oversense/noise that occurred five months prior. The ER physician sent the patient home and referred them to follow-up with their cardiologist. The rv lead remains in use. No patient complications have been reported as a result of this event.